Event description:
It is alleged by pt's rep that the pt sustained injuries as a result of the "defective howmedica restoration hip system", that was used during the left hip arthroplasty procedure the pt underwent in 2003."

Manufacturer narrative:
Device not returned. No eval will be performed. If device or add'l info become available, a supplemental report will be issued.